Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient had terrible withdrawal with lioresal that included hallucinations. It occurred 4 years prior. The pump was used lioresal and dilaudid. Additional information received later indicated the patient did not have any concerns with their device or therapy. The patient received assistance from their health care professional or manufacturer¿s representative. An appointment date of (B)(6) 2014 was provided.